Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: internal controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure; would not download waveforms. Specific component(s) involved: internal controller malfunction; : causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller. Type: lvad.